Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had elevated blood glucose reading and bent cannula. She self-treated herself with an injection and the site location was on the left side of the stomach. The issue occurred on the first day of use. She was hospitalized due to stomach virus and elevated blood glucose level. The patient was hospitalized for three days and was still in the hospital at the time of this report. Upon investigation, it was found the soft cannula was kinked (at the tip). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.